Manufacturer narrative:
Bayer case number: (B)(4). Embedded within superficial myometrium [embedded device]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded within superficial myometrium") in a 38-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3 and multigravida. As concurrent condition the report mentioned pelvic pain female. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with motrin (ibuprofen), percocet (oxycodone hydrochloride, paracetamol) and tylenol (paracetamol) as well as surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2023: fallopian tube: single paratubal cyst measuring up to 0.1 cm. Other findings: there is a wire coil with free end measuring 3 cm in length with one end firmly embedded within the superficial myometrium of the left anterior fundus; free end aligned along the long axis of specimen. Sectioning reveals a 9 cm wire coil embedded within the right fundic myometrium, 0.7 cm deep to the lumen surface. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Embedded within superficial myometrium [embedded device]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded within superficial myometrium") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3 and multigravida. As concurrent condition the report mentioned pelvic pain female. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with motrin (ibuprofen), percocet (oxycodone hydrochloride, paracetamol) and tylenol (paracetamol) as well as surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2023: fallopian tube: single paratubal cyst measuring up to 0.1 cm. Other findings: there is a wire coil with free end measuring 3 cm in length with one end firmly embedded within the superficial myometrium of the left anterior fundus; free end aligned along the long axis of specimen. Sectioning reveals a 9 cm wire coil embedded within the right fundic myometrium, 0.7 cm deep to the lumen surface. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.